Event description:
It was reported that a pericardial effusion had occurred during an rvot procedure with the carto 3 system. The physician suggested that the patient may have been in pain and took a deep breath while the catheter perforated the heart. A pericardiocentesis was performed. The current patient's status is unknown.

Manufacturer narrative:
No further information about the procedure or the patient is available at this time. The customer stated that the event was not related to biosense webster products or equipments. The customer also declined service requests when contacted by bw field service engineer. According to the customer, the catheter was disposed and will not be returned to bwi for analysis. If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental report will be submitted to the FDA. Concomitant devices: carto, 3 system, catalog # fg540000, (B)(4). Stockert 70 rf generator, catalog # s7001, (B)(4). Coolflow® irrigation pump, catalog # cfp002, (B)(4). (B)(4).